Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: feeling weak. A pt reported they were not able to get a blood reading. Their meter allegedly would only prompt clean test area. The result on their meter was clean test area prompt. Customer was not tested in any other equipment. There was no treatment. No further info has been reported.